Event description:
Received a copy of maude event report with the following event description: "labor and delivery rn noticed that IV pump was dripping fluid. Found that the tubing in the pump was cracked and leaking. Replaced tubing." There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected device has not been received. The customer indicated the facility prefers to keep the set and not return it for eval. Should the customer decide to return the device for eval, a f/u report will be submitted with the eval results.